Manufacturer narrative:
Based on the available information and testing conducted, it has been determined that the reported problem was caused by the unexpected result of a pad error during the daily test. This indicates that there is a problem with the pads or connections. Following the diagnostic findings, the resolution is to replace the faulty part. The reported problem was confirmed. To resolve the issue, the diagnostic findings identified a problem with the plates, and the resolution is to replace the faulty part. It has been concluded that no further action is required at this time.

Event description:
It was reported the battery in b battery is not detected. There was no patient involvement.